Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be in a different language than expected. This fault was attributed to a labelling issue at the point of manufacturing. The device was scrapped by heartsine and the customer was provided with a replacement device. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
A distributor contacted heartsine to report that a customer¿s device was received with a different language. This may lead to an inability understanding how to use the device correctly. There was no report of patient use associated to the reported event.